Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Right hip revision for instability. Insert and head revised. Primary done in 2005 or 2006.